Event description:
Patient called to report adverse events involving her saline brats implants, which she had implanted in 1996. Patient stated she went back to her surgeon on (B)(6) 1998 and (B)(6) 2001 complaining of pain, swelling and a lump in the right breast, but was told by her doctor that everything was fine. Patient stated in 2001, she started experiencing chills, feeling cold, and tired, patient stated in 2002, she started experiencing joint pain and breast pain, in 2005-2007, patient said she started having muscle pain in arms and legs, bad allergies, foggy thinking, having colds, upper respiratory infections, and poor immunity. In 2008, patient stated she was diagnosed with degenerative disc disease and dupuytren's contracture, where the muscles in her hands would get cysts. Patient stated in 2009, she was diagnosed with rheumatoid arthritis (ra) and fibromyalgia. Patient said she saw specialists in 2010 for ongoing joint pain and inflammation. In (B)(6) of 2010, patient said she was treated for back pain and had surgery on her hands. Patient also stated having surgery on left shoulder rotator cuff, and continued medication for ra and fibromyalgia. Patient also stated having surgery on left shoulder rotator cuff, and continued medication for ra and fibromyalgia. Patient said she had to change medications due to becoming allergic to them in 2011. In (B)(6) 2011, the patient was diagnosed as disabled with ra, fibromyalgia and osteoporosis. Between 2013-2015 patient remained under care of a doctor and became allergic to opioids. Patient states she was in a lot of pain and had cysts growing in both breasts before removal. Patient had breast removal surgery on (B)(6) 2018, however, patient stated she still felt as if there was implant material left inside her body. Patient said she could still feel a lump on the left side and small lumps on the right side. In (B)(6) 2018, patient had mammogram and sonogram and was told both implants are still there. Patient said she had another MRI where there was no conclusion, and then a third MRI on (B)(6) 2019, where she was told she had seroma's abating both chest walls. Patient said her breast continued to grow. On (B)(6) 2019, patient stated she had aspiration and biopsy done on both breasts and had markers placed. Patient said there was no cancer found at that time but did have pockets that could not be penetrated. Patient is going for another appointment at (B)(6) imaging (B)(6) 2019 and will follow up with any new information.